Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that impella 5.5 insertion was aborted due to the patient¿s axillary artery being too small to accommodate the device. During the attempt, vessel size limitations prevented advancement of the pump, and the procedure was discontinued. No additional procedural details or patient impacts were reported at the time of the complaint. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was determined to be patient condition related since the patient had a small axillary artery. The cause of the product damage of the catheter was likely to be patient condition related since the patient had a small axillary artery.

Manufacturer narrative:
D9: updated devices return information

Manufacturer narrative:
Section d1 brand name corrected. H6 medical device code was updated.